Event description:
Per the info provided to co by the physician's office, the device was removed and it was observed at the time of the event "there was no obvious reason as to why the device had failed. Both the cylinder(s) and reservoir was partially filled but it had stopped functioning". The only possibility is there seemed like there was a kink in the tubing". Add'l ser no: 025711.